Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported inability to open the clip in anatomy was not confirmed via returned device analysis. Based on all available information, a cause for the reported inability to open the clip in anatomy could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a clip failing to open. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4, and restricted anterior and posterior mitral leaflets. A mitraclip ntw was advanced to the valve, the grippers were raised and the clip delivery system (cds) was unlocked, but the clip would not open. After several attempts of troubleshooting with the same results, the cds was removed and replaced. The procedure was completed with two clips being implanted, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.